Manufacturer narrative:
The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using a proglide device after a neurovascular (aneurysm embolization) interventional procedure using an 8f sheath. Reportedly, when performing step 2 (pushing down the needle plunger), the device made a breaking noise and it became "soft". The needle plunger was remove and a cuff miss [suture retrieval issue] was noticed. When attempting to remove the device (step 4), only the proximal guide of the device came out of the patient. The black distal sheath portion had separated and remained in the artery and was unable to be removed with the rest of the device. Another access site was made on the patient's left side and a snare catheter was used to retrieve the black proglide sheath from the patient anatomy. Manual arterial compression was applied to achieve hemostasis. There was no adverse patient sequela. There was a reported clinically significant delay in the procedure as the patient required anesthesia and the procedure time was longer due to the additional intervention required. No additional information was provided.

Manufacturer narrative:
A cine was returned and reviewed and concluded that the provided media supports the complaint summary description of a perclose proglide failure and structural breakage during deployment. While the structural failure of the proglide device can be confirmed a probable cause cannot be determined.

Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the reported separation; however, the noise, cuff miss, device entrapment and treatment appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.